Event description:
It was reported that during device change-out, the chronic lead was tested with the new device. Low sensing, high capture threshold, and high out of range pacing lead impedance were observed. The physician elected to leave the lead implanted. The patient was in good condition after the procedure.

Manufacturer narrative:
.